Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of an unknown quantity of clearlink continu-flo solution sets fell apart at the time of starting the intravenous infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and the evaluation is complete. A visual inspection revealed the tubing was separated from the y-site. The reported problem was verified. The cause of the problem was determined to be an assembly process issue. Should additional relevant information become available, a supplemental report will be submitted.